Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-21426 - device 2 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024 and (B)(6) 2024, it was reported that patient faced six infusion sets kinked cannula within 3 hours of insertion. Site of insertion was abdomen. Patient's blood glucose at the time of issue was 550 mg/dl. Patient took correction bolus via pump to address high bg. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.